Event description:
It was reported the patient was experiencing an allergic reaction on her skin near her ipg as well as drainage from her scs ipg site. The patient was prescribed antibiotics and an ointment to address her reported issue. The patient was taken into surgery on (B)(6) 2015 to assess her ipg pocket at which time cultures were taken which later came back negative for infection. The patient's ipg was then put back into place and the surgery was completed. Additional information received identified the patient's incision area continues to improve and looks good.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.